Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the manifold pressure tubing was kinked. The kinked tube was corrected, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The ge healthcare service representative reported, a review of the error log, confirmed an error that results in a loss of mechanical ventilation. There was no report of patient involvement.